Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, black particles in fill channel, and more than 3 openings on anterior and posterior. Leak test and microscopic analysis was performed which identified, more than three striated openings on anterior, a crease sharp opening on posterior. And observed, void >1 mm in non-textured valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: more than three striated openings on anterior assessed, as surgical damage. A crease sharp opening on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, "deflation" against right device. The device remains implanted.